Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing lead impedance and pacing threshold were gradually increasing since implant. A new lead was unable to be implanted due to subclavian vein stenosis during device replacement and patient was referred for lead extraction. Lead was explanted and replaced successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.